Event description:
In 2001, facility received a letter from allegiance healthcare in response to a report of bending forceps blades. The letter stated that the failure was related to a meterial used at the time of fabrication. Connunication with allegiance/v.mueller in june 2003, found that luikart-simpson forceps manufactured prior to 1993 with lot numbers starting with the letters a through t, were manufactured with a softer alloy then the current devices. The softer alloy allowed the forceps to be bent out of specifications. All luikart-simpson ob forceps manufactured prior to 1993 were removed from the facilites.